Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is 5 feet 10 inches. Additional device product code is hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 110mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications but there was a non-conformance (ncr) noted. This ncr was for marker colored ends on the raw material bars. The marker colored ends have no effect as both the leading and remnant ends are removed during normal processing so material was deemed acceptable. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent trochanteric fixation nail (tfn) system hardware a removal procedure on (B)(6) 2016 due to discomfort because of lateral prominence of the helical blade. The removed hardware included the tfn nail, helical blade and one locking screw. New hardware was not implanted because the patient had healed. The procedure was successfully completed without delay. The patient was stable postoperatively. This report is 1 of 1 for (B)(4).